Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg with the charger after turning off the system for more than 30 days. Troubleshooting was unable to resolve the issue. The patient underwent surgical intervention where the ipg was replaced with a ne one restoring therapy.